Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternate method of insulin therapy.